Event description:
A high impedance event on system diagnostics was found during the manufacturer's periodic programming history review of data. It should be noted that there is no known record that this generator was implanted in a patient nor did the generator data show evidence to support implant. There were no programmed patient initials, programmed implant date, titration history, etc in the generator data. High impedance can show on non-implanted generator's that are not connected to a test resistor or lead. Review of the device history records was performed and confirmed that the generator passed final functional and quality tests. No further relevant information has been received to date.